Event description:
It was reported that the customer was hospitalized with low bgs. Additionally, the pump had been alarming e-35, motor error and battery out limit. Tech began troubleshooting but unable continue due to alarms. Instructed to return pump.